Event description:
Boston scientific received information that during a system extraction due to infection, this right atrial (ra) lead was unable to be fully extracted. The lead did not break apart, however, the tip was unable to be removed. The procedure was abandoned and the lead was coiled in the pocket. A second procedure was performed the following day. The ra lead was successfully laser extracted with no ill effects. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.